Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed with a 22 millimeter (mm) non-medtronic balloon (vacs ii). The patient's annulus perimeter was 80.2 mm. In order to achieve a good implant depth, the valve was recaptured three times. Immediately after the valve was released, the valve dislodged into the ventricle. A decision was made to convert to an open surgery procedure with an non-medtronic valve (edwards 27 mm magna ease). The patient left the operating room under stable conditions. Of note, it was not possible to achieve the same implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-14; product type: 0195-heart valves; implant date ; explant date product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, no eval explain code and device returned to manufacturer. The patient consent form for device analysis could not be obtained therefore no product analysis could be completed. H6 - method, result and conclusion codes h10 - conclusion: no images were provided to medtronic, so no image review could be performed. The valve was not returned to medtronic for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of ventricular valve dislodgement leading to surgical valve implant conversion (non-medtronic), is assessed as likely related to the evolut r valve. It was noted it was not possible to achieve the same implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) with the evolut r valve. No patient sequelae was noted. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Potential root causes that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during posi tioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.